Manufacturer narrative:
A ge service representative performed an on site investigation. The 5 volt power supply was adjusted, the boards and connectors were reseated, and the collimator was calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system locked up with a communications failure error and beeped as if it were making fluoro.